Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged seeing particles in tubing/chamber and having nasal/throat irritation or soreness, eye irritation, headaches. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged seeing particles in tubing/chamber and having nasal/throat irritation or soreness, eye irritation, headaches. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found odor of tobacco inside the unit. The manufacturer found no evidence of sound abatement foam degradation. The manufacturer concludes the contaminate found was consistent with tobacco contamination inside the unit. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Section d9,g3,h6 has been updated/corrected.